Event description:
It was reported that the patient's pacemaker had eroded out of the pocket. Upon further inspection, pocket infection was noted. The full system was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.